Event description:
This case was initially received via regulatory authority (FDA, reference number:(B)(4)) on (B)(6) 2015. The most recent information was received on 30-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), behcet's syndrome ("autoimmune disease behcets"), immunodeficiency ("decreased immune system") and systemic lupus erythematosus ("lupus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included bladder cancer (mother). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), behcet's syndrome (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), migraine ("increase in migraine"), pain ("body aches"), menorrhagia ("heavy periods"), swelling ("swelling"), weight increased ("weight gain"), depression ("depression") with anxiety, alopecia ("hair loss"), hirsutism ("facial hair own"), rash ("unknown skin rashes/ skin rash"), insomnia ("insomnia"), fatigue ("exhaustion"), vitamin d decreased ("low vitamin d"), vitamin b1 decreased ("low vitamin b"), visual impairment ("changes in vision"), hypoaesthesia ("numbness"), multiple allergies ("increase in allergies"), sinus disorder ("constant sinus issues"), malaise ("look sick / feel sick this is horrible"), headache ("headaches") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with surgery (surgery to remove the essure coils) on (B)(6) 2017. At the time of the report, the pelvic pain, behcet's syndrome, immunodeficiency, systemic lupus erythematosus, fibromyalgia, migraine, pain, menorrhagia, swelling, weight increased, depression, alopecia, hirsutism, rash, insomnia, fatigue, vitamin d decreased, vitamin b1 decreased, visual impairment, hypoaesthesia, multiple allergies, sinus disorder, malaise, headache and irritable bowel syndrome outcome was unknown. The reporter provided no causality assessment for fibromyalgia and systemic lupus erythematosus with essure. The reporter considered alopecia, behcet's syndrome, depression, fatigue, headache, hirsutism, hypoaesthesia, immunodeficiency, insomnia, irritable bowel syndrome, malaise, menorrhagia, migraine, multiple allergies, pain, pelvic pain, rash, sinus disorder, swelling, visual impairment, vitamin b1 decreased, vitamin d decreased and weight increased to be related to essure. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-mar-2018: essure complaint received from lawyer department. Plaintiff was implanted with essure on (B)(6) 2010. As a result of her implantation with essure she also experienced headaches and irritable bowel syndrome. She had surgery to remove the essure implant on (B)(6) 2017. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1218) on (B)(6)2015. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), behcet's syndrome ("autoimmune disease behcets / autoimmune disorder-behchet's disease"), immunodeficiency ("decreased immune system"), systemic lupus erythematosus ("lupus") and cholecystectomy ("gall bladder removal") in a 39-year-old female patient who had essure (batch no. 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, endoscopy (upper endoscopy(for bleeding ulcer)), hives, obsessive-compulsive disorder, lupus erythematosus, insomnia, bleeding gastric ulcer, grief reaction and post-traumatic stress disorder. Concurrent conditions included hypertension, lupus anticoagulant positive, obsessive-compulsive disorder, ulcer nos, breast cyst and abdominal pain. Family history included bladder cancer (mother). Concomitant products included buspirone hydrochloride (buspar) since (B)(6)2017, diphenhydramine hydrochloride since 2016, ergocalciferol;lidocaine;retinol palmitate;sulfadiazine silver (sulfa g), estradiol since (B)(6)2017, gabapentin (neurontin) since (B)(6)2016, hydromorphone, ibuprofen, passiflora incarnata;valeriana officinalis (valerian & passiflower) from 2012 to 2015, prochlorperazine, quetiapine fumarate (seroquel) since (B)(6)2015, trazodone hydrochloride (desyrel) since (B)(6)2015 and zolpidem tartrate (ambien) from 2011 to 2015. On (B)(6)2010, the patient had essure inserted. In (B)(6)2011, the patient experienced skin ulcer ("rashes or skin conditions type: skin ulcers"). In (B)(6)2011, the patient experienced migraine ("increase in migraine / migraines") and headache ("headaches / head pain"). In (B)(6)2011, the patient experienced menorrhagia ("heavy periods / abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2011, the patient experienced fatigue ("exhaustion") and nausea ("nausea"). In (B)(6)2014, the patient experienced behcet's syndrome (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6)2014, the patient experienced alopecia ("hair loss"). In (B)(6)2015, the patient experienced major depression ("psychological or psychiatric condition: major depressive disorder"), anxiety ("psychological or psychiatric condition: anxiety") and panic attack ("psychological or psychiatric condition: panic attacks"). In (B)(6)2015, the patient experienced tooth fracture ("dental problems teeth cracking") and dental caries ("dental problems cavities"). In june 2016, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: diarrhea."). On (B)(6)2017, the patient experienced pelvic adhesions ("reproductive system disorder or type of disorder or condition: pelvic adhesion disease"), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), pain ("body aches/pain generalized,pain all over"), swelling ("swelling"), depression ("depression") with anxiety, hirsutism ("facial hair own"), rash ("unknown skin rashes/ skin rash"), insomnia ("insomnia"), visual impairment ("changes in vision"), hypoaesthesia ("numbness"), multiple allergies ("increase in allergies"), sinus disorder ("constant sinus issues"), malaise ("look sick / feel sick this is horrible"), irritable bowel syndrome ("irritable bowel syndrome"), pyrexia ("low grade fevers"), urinary incontinence ("bladder or urinary problems or changes incontinence"), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), kidney infection ("infection (other) describe: kidney infection"), nephrolithiasis ("infection (other) describe: kidney infection with stones"), neck pain ("neck pain"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), arthralgia ("knees pain / ankles pain"), pain in extremity ("hands pain"), complication of device removal ("complications from your essure removal procedure-uterus was attached to the wall of my stomach, I had to stay in the hospital for 3 days and went home in severe pain.") And procedural pain ("complications from your essure removal procedure-uterus was attached to the wall of my stomach, I had to stay in the hospital for 3 days and went home in severe pain."), was found to have vitamin d decreased ("low vitamin d") and vitamin b1 decreased ("low vitamin b") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy total abdominal bilateral salpingo-oophorectomy to remove the essure coils and laser removal of kidney stones). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, behcet's syndrome, immunodeficiency, systemic lupus erythematosus, fibromyalgia, migraine, pain, menorrhagia, swelling, weight increased, depression, alopecia, hirsutism, rash, insomnia, fatigue, vitamin d decreased, vitamin b1 decreased, visual impairment, hypoaesthesia, multiple allergies, sinus disorder, malaise, headache, irritable bowel syndrome, pyrexia, vaginal haemorrhage, urinary incontinence, tooth fracture, dental caries, dysmenorrhoea, mood swings, night sweats, hot flush, kidney infection, nephrolithiasis, nausea, major depression, anxiety, panic attack, skin ulcer, pelvic adhesions, diarrhoea, neck pain, back pain, musculoskeletal pain, arthralgia, pain in extremity, cholecystectomy, complication of device removal and procedural pain outcome was unknown. The reporter provided no causality assessment for fibromyalgia and systemic lupus erythematosus with essure. The reporter considered alopecia, anxiety, arthralgia, back pain, behcet's syndrome, cholecystectomy, complication of device removal, dental caries, depression, diarrhoea, dysmenorrhoea, fatigue, headache, hirsutism, hot flush, hypoaesthesia, immunodeficiency, insomnia, irritable bowel syndrome, kidney infection, major depression, malaise, menorrhagia, migraine, mood swings, multiple allergies, musculoskeletal pain, nausea, neck pain, nephrolithiasis, night sweats, pain, pain in extremity, panic attack, pelvic adhesions, pelvic pain, procedural pain, pyrexia, rash, sinus disorder, skin ulcer, swelling, tooth fracture, urinary incontinence, vaginal haemorrhage, visual impairment, vitamin b1 decreased, vitamin d decreased and weight increased to be related to essure. The reporter commented: essure devices cannot visualize on todays scan. Discrepancy noted in date of insertion (B)(6)2010 and (B)(6)2010. Beginning five (5) years preceding your essure placement through the present, have you ever taken leave from this job or any other job for medical reasons? Yes date leave began: jul2012 date leave ended: aug2012 reason: grief, ptsd, anxiety have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes date (or year) application (B)(6)2014 basis of your claim: depression and autoimmune diseases basis of your claim: behcets disease, fibromyalgia, migraines, lupus, depression, anxiety. Date (or year) application: (B)(6)2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion everything was where it was supposed to be and the tubes were blocked; on (B)(6)2011: impressions: the patient is status post essure procedure with the devices appearing to be in good position with no contrast opacification of fallopian tubes consistent with bilateral occlusion of the fallopian tubes.. Concerning the injuries reported in this case, the following ones were reported via social media: low grade fevers quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1218) on 03-oct-2015. The most recent information was received on 13-nov-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/strange pain that feels like a knife cutting on her left side'), behcet's syndrome ('autoimmune disease behcets / autoimmune disorder-behchet's disease'), immunodeficiency ('decreased immune system'), systemic lupus erythematosus ('lupus'), cholecystectomy ('gall bladder removal'), gastric ulcer haemorrhage ('bleeding ulcer in her stomach'), autoimmune disorder ('autoimmune disease') and pneumonia ('pneumonia') in a 39-year-old female patient who had essure (batch no. 50512937) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, endoscopy (upper endoscopy(for bleeding ulcer), hives, obsessive-compulsive disorder, lupus erythematosus, insomnia, bleeding gastric ulcer, grief reaction and post-traumatic stress disorder. Concurrent conditions included hypertension, lupus anticoagulant positive, obsessive-compulsive disorder, ulcer nos, breast cyst, abdominal pain, polyp removal and overweight. Family history included bladder cancer (mother). Concomitant products included buspirone hydrochloride (buspar) since (B)(6) 2017, diphenhydramine hydrochloride since 2016, ergocalciferol;lidocaine;retinol palmitate;sulfadiazine silver (sulfa g), estradiol since (B)(6) 2017, gabapentin (neurontin) since (B)(6) 2016, hydromorphone, ibuprofen, levonorgestrel (mirena), omeprazole (protonix), paracetamol (tylenol), passiflora incarnata;valeriana officinalis (valerian & passiflower) from 2012 to 2015, prochlorperazine, quetiapine fumarate (seroquel) since (B)(6) 2015, sucralfate (carafate), trazodone hydrochloride (desyrel) since (B)(6) 2015 and zolpidem tartrate (ambien) from 2011 to 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced skin ulcer ("rashes or skin conditions type: skin ulcers"). In (B)(6) 2011, the patient experienced migraine ("increase in migraine / migraines") and headache ("headaches / head pain"). In (B)(6) 2011, the patient experienced menorrhagia ("heavy periods / abnormal bleeding ( menorrhagia)/longer and heavier periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced fatigue ("exhaustion/tired/exhausted") and nausea ("nausea"). In (B)(6) 2014, the patient experienced behcet's syndrome (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss/hair thinning"). In (B)(6) 2015, the patient experienced major depression ("psychological or psychiatric condition: major depressive disorder"), anxiety ("psychological or psychiatric condition: anxiety") and panic attack ("psychological or psychiatric condition: panic attacks"). In october 2015, the patient experienced tooth fracture ("dental problems teeth cracking") and dental caries ("dental problems cavities"). In (B)(6) 2016, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: diarrhea."). On (B)(6) 2017, the patient experienced pelvic adhesions ("reproductive system disorder or type of disorder or condition: pelvic adhesion disease"), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), pain ("body aches/pain generalized,pain all over"), swelling ("swelling"), depression ("depression/depressed") with anxiety, hirsutism ("facial hair own"), rash ("unknown skin rashes/ skin rash/pin pricks"), insomnia ("insomnia/unable to sleep"), visual impairment ("changes in vision"), hypoaesthesia ("numbness"), multiple allergies ("increase in allergies"), sinus disorder ("constant sinus issues"), malaise ("look sick / feel sick this is horrible/sick"), irritable bowel syndrome ("irritable bowel syndrome"), pyrexia ("low grade fevers"), urinary incontinence ("bladder or urinary problems or changes incontinence"), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), kidney infection ("infection (other) describe: kidney infection"), nephrolithiasis ("infection (other) describe: kidney infection with stones"), neck pain ("neck pain"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), arthralgia ("knees pain / ankles pain/joint pain in her elbows and her wrist"), pain in extremity ("hands pain"), complication of device removal ("complications from your essure removal procedure-uterus was attached to the wall of my stomach, I had to stay in the hospital for 3 days and went home in severe pain."), procedural pain ("complications from your essure removal procedure-uterus was attached to the wall of my stomach, I had to stay in the hospital for 3 days and went home in severe pain."), allergy to metals ("titanium poisoning"), pruritus ("nerve itching"), gastric ulcer haemorrhage (seriousness criterion hospitalization), hypertension ("high blood pressure"), autoimmune disorder (seriousness criterion medically significant), tremor ("tremors/shaky hands"), muscle spasms ("muscle spasm"), restless legs syndrome ("rls in her legs and ankles"), paraesthesia ("prickliness"), nervousness ("nervous"), solar lentigo ("have two spots that have appearance like moles or liver sports"), genital ulceration ("genital ulcers"), stress ("stress"), depressed mood ("she feel down/upset"), vomiting ("throwing up all night"), menstrual disorder ("periods became strange"), hypersensitivity ("allergic to tramadol and imitrex"), general physical health deterioration ("health has been downwards"), inflammation ("chronic inflammation") and pneumonia (seriousness criterion medically significant), was found to have vitamin d decreased ("low vitamin d/deficient in vitamin d"), vitamin b1 decreased ("low vitamin b/deficient in vitamin b"), blood gastrin increased ("gastrin levels elevated") and blood cholesterol increased ("high cholestrerol") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy total abdominal bilateral salpingo-oophorectomy to remove the essure coils and laser removal of kidney stones). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, behcet's syndrome, immunodeficiency, systemic lupus erythematosus, fibromyalgia, migraine, pain, menorrhagia, swelling, weight increased, depression, alopecia, hirsutism, rash, insomnia, fatigue, vitamin d decreased, vitamin b1 decreased, visual impairment, hypoaesthesia, multiple allergies, sinus disorder, malaise, headache, irritable bowel syndrome, pyrexia, vaginal haemorrhage, urinary incontinence, tooth fracture, dental caries, dysmenorrhoea, mood swings, night sweats, hot flush, kidney infection, nephrolithiasis, nausea, major depression, anxiety, panic attack, skin ulcer, pelvic adhesions, diarrhoea, neck pain, back pain, musculoskeletal pain, arthralgia, pain in extremity, cholecystectomy, complication of device removal, procedural pain, allergy to metals, pruritus, gastric ulcer haemorrhage, hypertension, blood gastrin increased, autoimmune disorder, tremor, muscle spasms, restless legs syndrome, paraesthesia, nervousness, solar lentigo, genital ulceration, stress, depressed mood, vomiting, menstrual disorder, hypersensitivity, general physical health deterioration, blood cholesterol increased, inflammation and pneumonia outcome was unknown. The reporter provided no causality assessment for fibromyalgia and systemic lupus erythematosus with essure. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, behcet's syndrome, blood cholesterol increased, blood gastrin increased, cholecystectomy, complication of device removal, dental caries, depressed mood, depression, diarrhoea, dysmenorrhoea, fatigue, gastric ulcer haemorrhage, general physical health deterioration, genital ulceration, headache, hirsutism, hot flush, hypersensitivity, hypertension, hypoaesthesia, immunodeficiency, inflammation, insomnia, irritable bowel syndrome, kidney infection, major depression, malaise, menorrhagia, menstrual disorder, migraine, mood swings, multiple allergies, muscle spasms, musculoskeletal pain, nausea, neck pain, nephrolithiasis, nervousness, night sweats, pain, pain in extremity, panic attack, paraesthesia, pelvic adhesions, pelvic pain, pneumonia, procedural pain, pruritus, pyrexia, rash, restless legs syndrome, sinus disorder, skin ulcer, solar lentigo, stress, swelling, tooth fracture, tremor, urinary incontinence, vaginal haemorrhage, visual impairment, vitamin b1 decreased, vitamin d decreased, vomiting and weight increased to be related to essure. The reporter commented: essure devices cannot visualize on todays scan. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Beginning five (5) years preceding your essure placement through the present, have you ever taken leave from this job or any other job for medical reasons? Yes. Date leave began: (B)(6) 2012. Date leave ended: (B)(6) 2012. Reason: grief, ptsd, anxiety. Have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes date (or year) application (B)(6) 2014. Basis of your claim: depression and autoimmune diseases. Basis of your claim: behcets disease, fibromyalgia, migraines, lupus, depression, anxiety. Date (or year) application: (B)(6) 2016. Left tube 2 coils trailing. Right tube 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion everything was where it was supposed to be and the tubes were blocked; on (B)(6) -2011: impressions: the patient is status post essure procedure with the devices appearing to be in good position with no contrast opacification of fallopian tubes consistent with bilateral occlusion of the fallopian tubes.. Pathology test - on (B)(6) 2010: benign endometrium with pseudopolypoid stromal deciduoid change and glandular atrophy. Concerning the injuries reported in this case, the following ones were reported via social media: low grade fevers,allergy to metals, pruritus, gastric ulcer haemorrhage, hypertension, blood gastrin increased, autoimmune disorder, tremor, muscle spasms, restless legs syndrome, paraesthesia, nervousness, solar lentigo, genital ulceration, stress, depressed mood, vomiting, menstrual disorder, hypersensitivity, general physical health deterioration, blood cholesterol increased, inflammation, pneumonia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-nov-2019: social media received. Reporter information, concomitant drugs added. Events: titanium poisoning, nerve itching, bleeding ulcer in her stomach, high blood pressure, gastrin levels are elevated, autoimmune disease, tremors, shaky hands, muscle spasm, rls in her legs and ankle, prickliness, nervous, have two spots that have appearance like moles or liver sports, genital ulcers, stress, feel down, depressed, upset, sick, throwing up all night, tired, joint pain in elbow and wrist, exhausted, periods became strange , allergic to tramadol and imitrex, , health has been downwards, chronic inflammation,, pneumonia, high cholesterol added. On 13-nov-2019: social media received. Reporter information added. Fu 11 and 12 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 03-oct-2015. The most recent information was received on 23-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), behcet's syndrome ("autoimmune disease behcets"), immunodeficiency ("decreased immune system") and systemic lupus erythematosus ("lupus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included bladder cancer (mother). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), behcet's syndrome, immunodeficiency and systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), migraine ("increase in migraine"), pain ("body aches"), menorrhagia ("heavy periods"), swelling ("swelling"), weight increased ("weight gain"), depression ("depression") with anxiety, alopecia ("hair loss"), hirsutism ("facial hair own"), rash ("unknown skin rashes/ skin rash"), insomnia ("insomnia"), fatigue ("exhaustion"), vitamin d decreased ("low vitamin d"), vitamin b1 decreased ("low vitamin b"), visual impairment ("changes in vision"), hypoaesthesia ("numbness"), multiple allergies ("increase in allergies"), sinus disorder ("constant sinus issues"), malaise ("look sick / feel sick this is horrible"), headache ("headaches"), irritable bowel syndrome ("irritable bowel syndrome") and pyrexia ("low grade fevers"). The patient was treated with surgery (surgery to remove the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, behcet's syndrome, immunodeficiency, systemic lupus erythematosus, fibromyalgia, migraine, pain, menorrhagia, swelling, weight increased, depression, alopecia, hirsutism, rash, insomnia, fatigue, vitamin d decreased, vitamin b1 decreased, visual impairment, hypoaesthesia, multiple allergies, sinus disorder, malaise, headache, irritable bowel syndrome and pyrexia outcome was unknown. The reporter provided no causality assessment for fibromyalgia and systemic lupus erythematosus with essure. The reporter considered alopecia, behcet's syndrome, depression, fatigue, headache, hirsutism, hypoaesthesia, immunodeficiency, insomnia, irritable bowel syndrome, malaise, menorrhagia, migraine, multiple allergies, pain, pelvic pain, pyrexia, rash, sinus disorder, swelling, visual impairment, vitamin b1 decreased, vitamin d decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: low grade fevers further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2018: social media case received. New event added- low grade fevers. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1218) on 03-oct-2015. The most recent information was received on 19-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), behcet's syndrome ("autoimmune disease behcets / autoimmune disorder-behchet's disease"), immunodeficiency ("decreased immune system"), systemic lupus erythematosus ("lupus") and cholecystectomy ("gall bladder removal") in a 39-year-old female patient who had essure (batch no. 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, endoscopy (upper endoscopy(for bleeding ulcer)), hives, obsessive-compulsive disorder, lupus erythematosus, insomnia, bleeding gastric ulcer, grief reaction and post-traumatic stress disorder. Concurrent conditions included hypertension, lupus anticoagulant, obsessive-compulsive disorder, ulcer nos, breast cyst and abdominal pain. Family history included bladder cancer (mother). Concomitant products included buspirone hydrochloride (buspar) since august 2017, diphenhydramine hydrochloride since 2016, ergocalciferol;lidocaine;retinol palmitate;sulfadiazine silver (sulfa g), estradiol since november 2017, gabapentin (neurontin) since august 2016, hydromorphone, ibuprofen, passiflora incarnata;valeriana officinalis (valerian & passiflower) from 2012 to 2015, prochlorperazine, quetiapine fumarate (seroquel) since august 2015, trazodone hydrochloride (desyrel) since august 2015 and zolpidem tartrate (ambien) from 2011 to 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced skin ulcer ("rashes or skin conditions type: skin ulcers"). In (B)(6) 2011, the patient experienced migraine ("increase in migraine / migraines") and headache ("headaches / head pain"). In (B)(6) 2011, the patient experienced menorrhagia ("heavy periods / abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced fatigue ("exhaustion") and nausea ("nausea"). In (B)(6) 2014, the patient experienced behcet's syndrome (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced major depression ("psychological or psychiatric condition: major depressive disorder"), anxiety ("psychological or psychiatric condition: anxiety") and panic attack ("psychological or psychiatric condition: panic attacks"). In (B)(6) 2015, the patient experienced tooth fracture ("dental problems teeth cracking") and dental caries ("dental problems cavities"). In (B)(6) 2016, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: diarrhea."). On (B)(6) 2017, the patient experienced pelvic adhesions ("reproductive system disorder or type of disorder or condition: pelvic adhesion disease"), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), pain ("body aches/paim generalized,pain all over"), swelling ("swelling"), depression ("depression") with anxiety, hirsutism ("facial hair own"), rash ("unknown skin rashes/ skin rash"), insomnia ("insomnia"), visual impairment ("changes in vision"), hypoaesthesia ("numbness"), multiple allergies ("increase in allergies"), sinus disorder ("constant sinus issues"), malaise ("look sick / feel sick this is horrible"), irritable bowel syndrome ("irritable bowel syndrome"), pyrexia ("low grade fevers"), incontinence ("bladder or urinary problems or changes incontinence"), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), kidney infection ("infection (other) describe: kidney infection"), nephrolithiasis ("infection (other) describe: kidney infection with stones"), neck pain ("neck pain"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), arthralgia ("knees pain / ankles pain"), pain in extremity ("hands pain"), complication of device removal ("complications from your essure removal procedure-uterus was attached to the wall of my stomach, I had to stay in the hospital for 3 days and went home in severe pain.") And procedural pain ("complications from your essure removal procedure-uterus was attached to the wall of my stomach, I had to stay in the hospital for 3 days and went home in severe pain."), was found to have vitamin d decreased ("low vitamin d") and vitamin b1 decreased ("low vitamin b") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy total abdominal bilateral salpingo-oophorectomy to remove the essure coils and laser removal of kidney stones). Essure was removed on 27-oct-2017. At the time of the report, the pelvic pain, behcet's syndrome, immunodeficiency, systemic lupus erythematosus, fibromyalgia, migraine, pain, menorrhagia, swelling, weight increased, depression, alopecia, hirsutism, rash, insomnia, fatigue, vitamin d decreased, vitamin b1 decreased, visual impairment, hypoaesthesia, multiple allergies, sinus disorder, malaise, headache, irritable bowel syndrome, pyrexia, vaginal haemorrhage, incontinence, tooth fracture, dental caries, dysmenorrhoea, mood swings, night sweats, hot flush, kidney infection, nephrolithiasis, nausea, major depression, anxiety, panic attack, skin ulcer, pelvic adhesions, diarrhoea, neck pain, back pain, musculoskeletal pain, arthralgia, pain in extremity, cholecystectomy, complication of device removal and procedural pain outcome was unknown. The reporter provided no causality assessment for fibromyalgia and systemic lupus erythematosus with essure. The reporter considered alopecia, anxiety, arthralgia, back pain, behcet's syndrome, cholecystectomy, complication of device removal, dental caries, depression, diarrhoea, dysmenorrhoea, fatigue, headache, hirsutism, hot flush, hypoaesthesia, immunodeficiency, incontinence, insomnia, irritable bowel syndrome, kidney infection, major depression, malaise, menorrhagia, migraine, mood swings, multiple allergies, musculoskeletal pain, nausea, neck pain, nephrolithiasis, night sweats, pain, pain in extremity, panic attack, pelvic adhesions, pelvic pain, procedural pain, pyrexia, rash, sinus disorder, skin ulcer, swelling, tooth fracture, vaginal haemorrhage, visual impairment, vitamin b1 decreased, vitamin d decreased and weight increased to be related to essure. The reporter commented: essure devices cannot visualize on todays scan. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Beginning five (5) years preceding your essure placement through the present, have you ever taken leave from this job or any other job for medical reasons? Yes date leave began: jul2012 date leave ended: aug2012 reason: grief, ptsd, anxiety have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes date (or year) application oct2014 basis of your claim: depression and autoimmune diseases basis of your claim: behcets disease, fibromyalgia, migraines, lupus, depression, anxiety. Date (or year) application: 20aug2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion everything was where it was supposed to be and the tubes were blocked; on (B)(6) 2011: impressions: the patient is status post essure procedure with the devices appearing to be in good position with no contrast opacification of fallopian tubes consistent with bilateral occlusion of the fallopian tubes.. Concerning the injuries reported in this case, the following ones were reported via social media: low grade fevers. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: plaintiff fact sheet received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), bladder or urinary problems or changes incontinence, dental problems teeth cracking, cavities, dysmenorrhea (cramping), hormonal changes describe: mood swings, night sweats and hot flashes, infection (other) describe: kidney infection with stones, nausea, psychological or psychiatric condition: major depressive disorder, anxiety, panic attacks, rashes or skin conditions type: skin ulcers, reproductive system disorder or type of disorder or condition: pelvic adhesion disease, fatigue, gastrointestinal or digestive system condition type: diarrhea, generalized pain all over, clubbed with previously reported event body ache, back pain, neck pain, knees pain / ankles pain, shoulder pain, hands pain. Reporter information, medical history, concomitant drug, lab data were added. Event complications from your essure removal procedure-uterus was attached to the wall of my stomach, I had to stay in the hospital for 3 days and went home in severe pain were added event split and coded separately. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1218) on 03-oct-2015. The most recent information was received on 15-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/strange pain that feels like a knife cutting on her left side'), behcet's syndrome ('autoimmune disease behcets / autoimmune disorder-behchet's disease'), immunodeficiency ('decreased immune system'), systemic lupus erythematosus ('lupus'), cholecystectomy ('gall bladder removal'), gastric ulcer haemorrhage ('bleeding ulcer in her stomach'), autoimmune disorder ('autoimmune disease') and pneumonia ('pneumonia') in a 39-year-old female patient who had essure (batch no. 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, endoscopy (upper endoscopy(for bleeding ulcer)), hives, obsessive-compulsive disorder, lupus erythematosus, insomnia, bleeding gastric ulcer, grief reaction and post-traumatic stress disorder. Previously administered products included for an unreported indication: mirena and mirena. Past adverse reactions to the above products included hypertension with mirena; and weight increased with mirena. Concurrent conditions included hypertension, lupus anticoagulant positive, obsessive-compulsive disorder, ulcer nos, breast cyst, abdominal pain, polyp removal and overweight. Family history included bladder cancer (mother). Concomitant products included buspirone hydrochloride (buspar) since (B)(6)2017, diphenhydramine hydrochloride since 2016, ergocalciferol;lidocaine;retinol palmitate;sulfadiazine silver (sulfa g), estradiol since (B)(6)2017, gabapentin (neurontin) since (B)(6)2016, hydromorphone, ibuprofen, levonorgestrel (mirena), omeprazole (protonix), paracetamol (tylenol), passiflora incarnata;valeriana officinalis (valerian & passiflower) from 2012 to 2015, prochlorperazine, quetiapine fumarate (seroquel) since (B)(6)2015, sucralfate (carafate), trazodone hydrochloride (desyrel) since (B)(6)2015 and zolpidem tartrate (ambien) from 2011 to 2015. On (B)(6)2010, the patient had essure inserted. In (B)(6)2011, the patient experienced skin ulcer ("rashes or skin conditions type: skin ulcers"). In (B)(6)2011, the patient experienced migraine ("increase in migraine / migraines") and headache ("headaches / head pain"). In (B)(6)2011, the patient experienced menorrhagia ("heavy periods / abnormal bleeding ( menorrhagia)/longer and heavier periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2011, the patient experienced fatigue ("exhaustion/tired/exhausted") and nausea ("nausea"). In (B)(6)2014, the patient experienced behcet's syndrome (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6)2014, the patient experienced alopecia ("hair loss/hair thinning"). In (B)(6)2015, the patient experienced major depression ("psychological or psychiatric condition: major depressive disorder"), anxiety ("psychological or psychiatric condition: anxiety") and panic attack ("psychological or psychiatric condition: panic attacks"). In (B)(6)2015, the patient experienced tooth fracture ("dental problems teeth cracking") and dental caries ("dental problems cavities"). In (B)(6)2016, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: diarrhea."). On (B)(6)2017, the patient experienced pelvic adhesions ("reproductive system disorder or type of disorder or condition: pelvic adhesion disease"), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), pain ("body aches/pain generalized,pain all over"), swelling ("swelling"), depression ("depression/depressed") with anxiety, hirsutism ("facial hair own"), rash ("unknown skin rashes/ skin rash/pin pricks"), insomnia ("insomnia/unable to sleep"), vitamin d deficiency ("low vitamin d/deficient in vitamin d"), vitamin b1 deficiency ("low vitamin b/deficient in vitamin b"), visual impairment ("changes in vision"), hypoaesthesia ("numbness"), multiple allergies ("increase in allergies"), sinus disorder ("constant sinus issues"), malaise ("look sick / feel sick this is horrible/sick"), irritable bowel syndrome ("irritable bowel syndrome"), pyrexia ("low grade fevers"), urinary incontinence ("bladder or urinary problems or changes incontinence"), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), kidney infection ("infection (other) describe: kidney infection"), nephrolithiasis ("infection (other) describe: kidney infection with stones"), neck pain ("neck pain"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), arthralgia ("knees pain / ankles pain/joint pain in her elbows and her wrist"), the first episode of pain in extremity ("hands pain"), complication of device removal ("complications from your essure removal procedure-uterus was attached to the wall of my stomach, I had to stay in the hospital for 3 days and went home in severe pain."), procedural pain ("complications from your essure removal procedure-uterus was attached to the wall of my stomach, I had to stay in the hospital for 3 days and went home in severe pain."), metal poisoning ("titanium poisoning"), pruritus ("nerve itching"), gastric ulcer haemorrhage (seriousness criterion hospitalization), hypertension ("high blood pressure"), autoimmune disorder (seriousness criterion medically significant), tremor ("tremors/shaky hands"), muscle spasms ("muscle spasm"), restless legs syndrome ("rls in her legs and ankles"), paraesthesia ("prickliness"), nervousness ("nervous"), solar lentigo ("have two spots that have appearance like moles or liver sports"), genital ulceration ("genital ulcers"), stress ("stress"), depressed mood ("she feel down/upset"), vomiting ("throwing up all night"), menstrual disorder ("periods became strange"), drug hypersensitivity ("allergic to tramadol and imitrex"), general physical health deterioration ("health has been downwards"), inflammation ("chronic inflammation"), pneumonia (seriousness criterion medically significant), the second episode of pain in extremity ("extreme pain in wrist, hand and finger during skin test with essure") and allergy to metals ("nickel sensitivity"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have blood gastrin increased ("gastrin levels elevated") and blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (hysterectomy total abdominal bilateral salpingo-oophorectomy to remove the essure coils and laser removal of kidney stones). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, behcet's syndrome, immunodeficiency, systemic lupus erythematosus, fibromyalgia, migraine, pain, menorrhagia, swelling, weight increased, depression, alopecia, hirsutism, rash, insomnia, fatigue, vitamin d deficiency, vitamin b1 deficiency, visual impairment, hypoaesthesia, multiple allergies, sinus disorder, malaise, headache, irritable bowel syndrome, pyrexia, vaginal haemorrhage, urinary incontinence, tooth fracture, dental caries, dysmenorrhoea, mood swings, night sweats, hot flush, kidney infection, nephrolithiasis, nausea, major depression, anxiety, panic attack, skin ulcer, pelvic adhesions, diarrhoea, neck pain, back pain, musculoskeletal pain, arthralgia, cholecystectomy, complication of device removal, procedural pain, metal poisoning, pruritus, gastric ulcer haemorrhage, hypertension, blood gastrin increased, autoimmune disorder, tremor, muscle spasms, restless legs syndrome, paraesthesia, nervousness, solar lentigo, genital ulceration, stress, depressed mood, vomiting, menstrual disorder, drug hypersensitivity, general physical health deterioration, blood cholesterol increased, inflammation, pneumonia and allergy to metals outcome was unknown and the last episode of pain in extremity had resolved. The reporter provided no causality assessment for fibromyalgia and systemic lupus erythematosus with essure. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, behcet's syndrome, blood cholesterol increased, blood gastrin increased, cholecystectomy, complication of device removal, dental caries, depressed mood, depression, diarrhoea, drug hypersensitivity, dysmenorrhoea, fatigue, gastric ulcer haemorrhage, general physical health deterioration, genital ulceration, headache, hirsutism, hot flush, hypertension, hypoaesthesia, immunodeficiency, inflammation, insomnia, irritable bowel syndrome, kidney infection, major depression, malaise, menorrhagia, menstrual disorder, metal poisoning, migraine, mood swings, multiple allergies, muscle spasms, musculoskeletal pain, nausea, neck pain, nephrolithiasis, nervousness, night sweats, pain, panic attack, paraesthesia, pelvic adhesions, pelvic pain, pneumonia, procedural pain, pruritus, pyrexia, rash, restless legs syndrome, sinus disorder, skin ulcer, solar lentigo, stress, swelling, tooth fracture, tremor, urinary incontinence, vaginal haemorrhage, visual impairment, vitamin b1 deficiency, vitamin d deficiency, vomiting, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: essure devices cannot visualize on todays scan. Discrepancy noted in date of insertion (B)(6)2010 and (B)(6)2010. Beginning five (5) years preceding your essure placement through the present, have you ever taken leave from this job or any other job for medical reasons? Yes date leave began: (B)(6)2012. Date leave ended: (B)(6)2012. Reason: grief, ptsd, anxiety. Have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes. Date (or year) application (B)(6)2014. Basis of your claim: depression and autoimmune diseases. Basis of your claim: behcets disease, fibromyalgia, migraines, lupus, depression, anxiety. Date (or year) application: (B)(6)2016. Left tube 2 coils trailing. Right tube 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Everything was where it was supposed to be and the tubes were blocked; on (B)(6)2011: impressions: the patient is status post essure procedure with the devices appearing to be in good position with no contrast opacification of fallopian tubes consistent with bilateral occlusion of the fallopian tubes.. Pathology test - on (B)(6)2010: benign endometrium with pseudopolypoid stromal deciduosis change and glandular atrophy.. Concerning the injuries reported in this case, the following ones were reported via social media: low grade fevers,allergy to metals, pruritus, gastric ulcer haemorrhage, hypertension, blood gastrin increased, autoimmune disorder, tremor, muscle spasms, restless legs syndrome, paraesthesia, nervousness, solar lentigo, genital ulceration, stress, depressed mood, vomiting, menstrual disorder, hypersensitivity, general physical health deterioration, blood cholesterol increased, inflammation, pneumonia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media content received outcome of the event pain in extremity was updated to recovered and resolved was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1218) on 03-oct-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/strange pain that feels like a knife cutting on her left side'), behcet's syndrome ('autoimmune disease behcets / autoimmune disorder-behchet's disease'), immunodeficiency ('decreased immune system'), systemic lupus erythematosus ('lupus'), cholecystectomy ('gall bladder removal'), gastric ulcer haemorrhage ('bleeding ulcer in her stomach'), autoimmune disorder ('autoimmune disease') and pneumonia ('pneumonia') in a 39-year-old female patient who had essure (batch no. 50512937) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, endoscopy (upper endoscopy(for bleeding ulcer)), hives, obsessive-compulsive disorder, lupus erythematosus, insomnia, bleeding gastric ulcer, grief reaction and post-traumatic stress disorder. Previously administered products included for an unreported indication: mirena and mirena. Past adverse reactions to the above products included hypertension with mirena; and weight increased with mirena. Concurrent conditions included hypertension, lupus anticoagulant positive, obsessive-compulsive disorder, ulcer nos, breast cyst, abdominal pain, polyp removal and overweight. Family history included bladder cancer (mother). Concomitant products included buspirone hydrochloride (buspar) since (B)(6) 2017, diphenhydramine hydrochloride since 2016, ergocalciferol;lidocaine;retinol palmitate;sulfadiazine silver (sulfa g), estradiol since (B)(6) 2017, gabapentin (neurontin) since august 2016, hydromorphone, ibuprofen, levonorgestrel (mirena), omeprazole (protonix), paracetamol (tylenol), passiflora incarnata;valeriana officinalis (valerian & passiflower) from 2012 to 2015, prochlorperazine, quetiapine fumarate (seroquel) since (B)(6) 2015, sucralfate (carafate), trazodone hydrochloride (desyrel) since (B)(6) 2015 and zolpidem tartrate (ambien) from 2011 to 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced skin ulcer ("rashes or skin conditions type: skin ulcers"). In (B)(6) 2011, the patient experienced migraine ("increase in migraine / migraines") and headache ("headaches / head pain"). In (B)(6) 2011, the patient experienced menorrhagia ("heavy periods / abnormal bleeding ( menorrhagia)/longer and heavier periods"), vaginal hemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced fatigue ("exhaustion/tired/exhausted") and nausea ("nausea"). In (B)(6) 2014, the patient experienced behcet's syndrome (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss/hair thinning"). In (B)(6) 2015, the patient experienced major depression ("psychological or psychiatric condition: major depressive disorder"), anxiety ("psychological or psychiatric condition: anxiety") and panic attack ("psychological or psychiatric condition: panic attacks"). In (B)(6) 2015, the patient experienced tooth fracture ("dental problems teeth cracking") and dental caries ("dental problems cavities"). In (B)(6) 2016, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: diarrhea."). On (B)(6) 2017, the patient experienced pelvic adhesions ("reproductive system disorder or type of disorder or condition: pelvic adhesion disease"), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), pain ("body aches/pain generalized,pain all over"), swelling ("swelling"), depression ("depression/depressed") with anxiety, hirsutism ("facial hair own"), rash ("unknown skin rashes/ skin rash/pin pricks"), insomnia ("insomnia/unable to sleep"), vitamin d deficiency ("low vitamin d/deficient in vitamin d"), vitamin b1 deficiency ("low vitamin b/deficient in vitamin b"), visual impairment ("changes in vision"), hypoaesthesia ("numbness"), multiple allergies ("increase in allergies"), sinus disorder ("constant sinus issues"), malaise ("look sick / feel sick this is horrible/sick"), irritable bowel syndrome ("irritable bowel syndrome"), pyrexia ("low grade fevers"), urinary incontinence ("bladder or urinary problems or changes incontinence"), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), kidney infection ("infection (other) describe: kidney infection"), nephrolithiasis ("infection (other) describe: kidney infection with stones"), neck pain ("neck pain"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), arthralgia ("knees pain / ankles pain/joint pain in her elbows and her wrist"), hand pain ("hands pain"), complication of device removal ("complications from your essure removal procedure-uterus was attached to the wall of my stomach, I had to stay in the hospital for 3 days and went home in severe pain."), procedural pain ("complications from your essure removal procedure-uterus was attached to the wall of my stomach, I had to stay in the hospital for 3 days and went home in severe pain."), metal poisoning ("titanium poisoning"), pruritus ("nerve itching"), gastric ulcer hemorrhage (seriousness criterion hospitalization), hypertension ("high blood pressure"), autoimmune disorder (seriousness criterion medically significant), tremor ("tremors/shaky hands"), muscle spasms ("muscle spasm"), restless legs syndrome ("rls in her legs and ankles"), paraesthesia ("prickliness"), nervousness ("nervous"), solar lentigo ("have two spots that have appearance like moles or liver sports"), genital ulceration ("genital ulcers"), stress ("stress"), depressed mood ("she feel down/upset"), vomiting ("throwing up all night"), menstrual disorder ("periods became strange"), drug hypersensitivity ("allergic to tramadol and imitrex"), general physical health deterioration ("health has been downwards"), inflammation ("chronic inflammation"), pneumonia (seriousness criterion medically significant), pain in extremity ("extreme pain in wrist, hand and finger during skin test with essure") and allergy to metals ("nickel sensitivity"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have blood gastrin increased ("gastrin levels elevated") and blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (hysterectomy total abdominal bilateral salpingo-oophorectomy to remove the essure coils and laser removal of kidney stones). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, behcet's syndrome, immunodeficiency, systemic lupus erythematosus, fibromyalgia, migraine, pain, menorrhagia, swelling, weight increased, depression, alopecia, hirsutism, rash, insomnia, fatigue, vitamin d deficiency, vitamin b1 deficiency, visual impairment, hypoaesthesia, multiple allergies, sinus disorder, malaise, headache, irritable bowel syndrome, pyrexia, vaginal hemorrhage, urinary incontinence, tooth fracture, dental caries, dysmenorrhoea, mood swings, night sweats, hot flush, kidney infection, nephrolithiasis, nausea, major depression, anxiety, panic attack, skin ulcer, pelvic adhesions, diarrhoea, neck pain, back pain, musculoskeletal pain, arthralgia, hand pain, cholecystectomy, complication of device removal, procedural pain, metal poisoning, pruritus, gastric ulcer haemorrhage, hypertension, blood gastrin increased, autoimmune disorder, tremor, muscle spasms, restless legs syndrome, paraesthesia, nervousness, solar lentigo, genital ulceration, stress, depressed mood, vomiting, menstrual disorder, drug hypersensitivity, general physical health deterioration, blood cholesterol increased, inflammation, pneumonia, pain in extremity and allergy to metals outcome was unknown. The reporter provided no causality assessment for fibromyalgia and systemic lupus erythematosus with essure. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, behcet's syndrome, blood cholesterol increased, blood gastrin increased, cholecystectomy, complication of device removal, dental caries, depressed mood, depression, diarrhoea, drug hypersensitivity, dysmenorrhoea, fatigue, gastric ulcer hemorrhage, general physical health deterioration, genital ulceration, hand pain, headache, hirsutism, hot flush, hypertension, hypoaesthesia, immunodeficiency, inflammation, insomnia, irritable bowel syndrome, kidney infection, major depression, malaise, menorrhagia, menstrual disorder, metal poisoning, migraine, mood swings, multiple allergies, muscle spasms, musculoskeletal pain, nausea, neck pain, nephrolithiasis, nervousness, night sweats, pain, panic attack, paraesthesia, pelvic adhesions, pelvic pain, pneumonia, procedural pain, pruritus, pyrexia, rash, restless legs syndrome, sinus disorder, skin ulcer, solar lentigo, stress, swelling, tooth fracture, tremor, urinary incontinence, vaginal haemorrhage, visual impairment, vitamin b1 deficiency, vitamin d deficiency, vomiting, weight increased and pain in extremity to be related to essure. The reporter commented: essure devices cannot visualize on todays scan. Discrepancy noted in date of insertion (B)(6) 2010. Beginning five (5) years preceding your essure placement through the present, have you ever taken leave. From this job or any other job for medical reasons? Yes. Date leave began: (B)(6) 2012. Date leave ended: (B)(6) 2012. Reason: grief, ptsd, anxiety. Have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes. Date (or year) application (B)(6) 2014. Basis of your claim: depression and autoimmune diseases. Basis of your claim: behcets disease, fibromyalgia, migraines, lupus, depression, anxiety. Date (or year) application: (B)(6) 2016. Left tube 2 coils trailing. Right tube 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion everything was where it was supposed to be and the tubes were blocked; on 03-mar-2011: impressions: the patient is status post essure procedure with the devices appearing to be in good position with no contrast opacification of fallopian tubes consistent with bilateral occlusion of the fallopian tubes. Pathology test - on (B)(6) 2010: benign endometrium with pseudopolypoid stromal deciduoid change and glandular atrophy. Concerning the injuries reported in this case, the following ones were reported via social media: low grade fevers,allergy to metals, pruritus, gastric ulcer hemorrhage, hypertension, blood gastrin increased, autoimmune disorder, tremor, muscle spasms, restless legs syndrome, paraesthesia, nervousness, solar lentigo, genital ulceration, stress, depressed mood, vomiting, menstrual disorder, hypersensitivity, general physical health deterioration, blood cholesterol increased, inflammation, pneumonia. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received. New events: allergy to nickel, extreme pain in wrist, hand and finger during skin test with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.